Manufacturer narrative:
It was reported that on (B)(6) 2026, the customer was closing a door when the cane wobbled causing her to fall. The customer reports exacerbated swelling to the left knee. She is post-op from left knee surgery. No additional information is available at this time. There were no reports of death, serious injury, medical intervention, or follow-up care. It has been determined that the event did not involve a death or serious injury; however, it meets the definition of a reportable malfunction, as recurrence of the malfunction could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
It was reported that on (B)(6) 2026, the customer was closing a door when the cane wobbled causing her to fall. The customer reports exacerbated swelling to the left knee. She is post-op from left knee surgery.